Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged a routine shift check by a clinician, the device displayed a "defib pad short" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician found that the screws used to install the soft case bracket were the incorrect screws. The screws the customer used were too long which penetrated the lower housing and pierced a hole in a system interconnection cable. The system interconnection cable and lower housing were replaced. This report has been attributed to user mis-handling. Analysis of reports of this type has not identified an increase in trend.